Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What tissue layer was the suture used on? What was the indication for administering antibiotics? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? Can you identify the product code of the silk suture? 2018.12.11 is not a valid lot number. Can you provide the lot number? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a cesarean section procedure on an unknown date in (B)(6) 2019 and suture was used. Approximately 3 days after the procedure, the patient experienced erythema, inflammation and pain on the wound. Antibiotic treatment was given. The symptom disappeared 2 days later. Additional information has been requested.